Event description:
First responders responded to a cardiac arrest,disposable defibrillation electrodes were attached to the patient. Reportedly,the device advised connect electrodes,use of the device was inhibited. The message could not be cleared. The device operator noted the electrodes were out of date,expiration date was 2004, month is unknown,they were discarded when the medics arrived. A back up device was made available, and care to the patient was continued. The patient was not resuscitated. The reported stated the patient's outcome was not due to device operation. The reporter's opinion was based on an assessment of the patient's lack of viability.